Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 3.6, inratio2: 1.8. Time elapsed between each method of testing is two minutes. Pt's therapeutic range is not specified.